Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made ware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the abdomen. The patient¿s mother stated the patient was allergic to the dexcom as well as his onmipod adhesive. She indicated that they have ruled out all other possible causes of his skin flaring up around the insertion point. The reaction was described as itchy with redness that went all the way up to his neck and the skin started oozing and hurts. The patient¿s mother indicated that hydrocortisone was used to be applied to his skin reaction from the dexcom adhesive. She stated that his endocrinologist suggested applying milk of magnesia or flonase prior to applying the sensor; however, she stated neither has helped. She indicated that they were going to have to stop the use of the dexcom for the time being until his skin clears up. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.